Event description:
It was reported that revision surgery was performed due to femoral component loosening, elevated metal ion levels and a soft tissue reaction.

Event description:
It was reported that revision surgery was performed.